Manufacturer narrative:
The information described in this report was collected by the (B)(6) for the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. The cause of the aortic expansion were not provided.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2014 a patient underwent emergent endovascular treatment of symptomatic acute dissection in zone 2, which extended to zone 11. The tevar indication was pain and malperfusion. The primary entry tear was located in zone 2 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu343420) was implanted within zone 2, with coverage extending from zone 2 to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 36mm, in zone 4. Additionally a branch procedure involving the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac ateries was performed. Post branch treatment all were reported to be patent with no coverage of the lsa. No post operative complications were reported for the patient who was transferred to the intensive care unit and discharged to home on post operative day (pod) 8. The maximum aortic diameter within the treated area at time of discharge was reported to measure 31mm. The patient underwent follow up visits on unknown pod(s): 119, 399 and 624. On an unknown date, approximately pod 119, follow up imaging reported the aortic diameter within the treated aorta, evg measured 33mm. On an unknown date, approximately pod 399, follow up imaging reported the aortic diameter within the treated aorta, evg measured 28mm. On an unknown date, approximately pod 624, follow up imaging reported the aortic diameter within the treated aorta, evg measured 34mm.